Event description:
As reported: manta was deployed in the skin track. Cut down was performed to close the arteriotomy. Tavr procedure. Used a sheath and a 34mm valve. Sheath advancement's were easy. The femoral artery was 12mm in diameter and free from ca+. The skin depth locator was advanced as per IFU and a depth of 6mm was determined x2. 6+1 was written down. The tavr was completed and closure was started. The blood pressure was <124 and the act was 113. Protamine was given as well per the facility protocol. The manta was inserted as per normal, pulled back to 7cm, flipped the anchor switch and pulled back to green/yellow. The blue tube was advanced as per norm to a hard back wall. The manta was pulled until a click was heard. The position was held for approx. 5 seconds and then pressure was released. There was immediate bleeding. We pulled back to yellow/green again and advanced the blue tube again and held. Still copious bleeding. Pressure was held and a balloon was inflated proximal to the arteriotomy in the r iliac. The cutdown was performed easily with no demise to the patient. Bleeding was always under control. The surgeon said that the manta was found outside the artery and in the skin track. He said that the artery was healthy and did not appear dissected or torn. Further discussion with both physicians revealed no determination as to what happened or went wrong.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot therefore supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, a 18f manta was deployed for closure in the right common femoral artery. The arteriotomy was noted as 12mm, no calcification, no tortuosity, and a depth deployment measurement of 6cm + 1cm. Access was gained contralaterally to the tavr sheath with a 5f sheath and placing the marker pig through. The physician used contrast to trickle down to the common femoral artery and a single micro puncture under flouroscopy. Flouroscopy indicated access positioned anterior and centered on the femoral head. No issues were encountered advancing or withdrawing the procedural sheaths. During deployment, following actuation of the lever arm, and pulling back to yellow/green, the blue lock advancement tube was advanced to a "hard back wall". The physician pulled the manta closure until a click was heard. Position was held for five seconds and then pressure was released. Bleeding was immediate. The IFU (lbl-004 r a) states, if bleeding is non-pulsatile, do not perform a second lock advancement. Apply manual pressure to facilitate hemostasis. The physician again pulled the manta closure unit back to yellow/green and again advanced the blue lock advancement tube and held position; again, the bleeding continued. Manual pressure was applied, and balloon inflations were applied proximal to the arteriotomy in the right iliac. The physician choose to do a surgical cut down. During the surgical intervention, the physician noted the manta was in the tissue tract outside the artery; and the artery appeared to be healthy and free from dissections or tears. There are many potential causes for a tract deployment however, the root cause of this tract deployment is inconclusive for this event due to insufficient information regarding initial and deployment procedures, patient conditions and environment and no device or angiograms were submitted for investigative purposes. Additionally, the IFU precautions if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The risk of access site complications leading to surgical intervention have also been identified as adverse events related to the deployment of the vascular closure device in the IFU.